Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 5 patient samples on a cobas 6000 c501 module. On (B)(6)2023, patient 1 had an initial ca2 result of 6.45 mg/dl. On (B)(6)2023, the sample was repeated and the repeat result was 8.57 mg/dl. On (B)(6)2023, patient 2 had an initial ca2 result of 8.01 mg/dl. On (B)(6)2023, the sample was repeated and the repeat result was 9.65 mg/dl. On (B)(6)2023, patient 3 had an initial ca2 result of 7.82 mg/dl. On (B)(6)2023, the sample was repeated and the repeat result was 9.4 mg/dl. On (B)(6)2023, patient 4 had an initial ca2 result of 7.98 mg/dl. On (B)(6)2023, the sample was repeated and the repeat result was 9.66 mg/dl. On (B)(6)2023 patient 5 had an initial ca2 result of 7.7 mg/dl. On (B)(6)2023, the sample was repeated and the repeat result was 9.27 mg/dl.

Manufacturer narrative:
The reagent lot number is 70223501 and the expiration date is 31-mar-2024. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and confirmed it was within working specification. The customer detected high conductivity in their di water and exchanged the filters. All reagents were exchanged. No further issues have occurred. The investigation did not identify a product problem. The root cause of the event could not be determined.